Event description:
It was reported to philips that error code 1122 was found to be recorded four months prior, in the error log. There was no patient involvement or harm. This event was reported to have occurred during servicing. There was no delay to therapy. The philips field service engineer (fse) was servicing the device for a different repair when error code 1122 was found in the logs. The fse contacted customer support for advice. The fse stated the device passed its required preoperational test and operates with no check vent or vent inop alarms. The remote service engineer (rse) advised the fse to check with the end user for awareness and if they had resolved the issue. The rse stated that replacing the air inlet filter would be the recommended repair for resolving error code 1122 and to ensure the air inlet filter is clean. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The philips field service engineer (fse) checked with the end customer to find out if they were aware of the error code 1122. The customer stated that yes, they were aware of the error code and replaced a dusty air inlet filter to resolve the issue. The unit was then functionally tested and successfully passed specified tests, no other abnormality was observed, and the device was placed back into service with no further issues. The customer said the error was found during power on, outside of clinical use, prior to placing the vent on a patient.